Event description:
While wearing the rhythmedix rhythmstar heart monitor I experienced multiple moderately severe symptoms including: lightheadedness, nausea, no appetite, confusion, brain fog so bad I couldn't think to plan or do anything, migraine, and steadily increasing blood pressure. These symptoms were slowly worsening the longer I was wearing the device, they did not start immediately. After wearing the device for over 48 hours the symptoms became unbearable because the brain fog was dangerous - I was not coherent enough to be able to drive. But I was too confused to know this while wearing the device. Over the course of 1.5-2 hours, while sitting at home and rewatching a show on netflix, I also tracked my blood pressure steadily increasing. Blood pressure readings: 118/77, 121/81, 134/98. (Blood pressure taken with an electronic wrist cuff) the first number is a little high for me but still pretty normal, the second number is definitely higher than normal for me and the third number is very high. While wearing the monitor, I started to feel similar to how I felt when I had experienced anaphylaxis from an allergic reaction to a medicine, except that I had consumed nothing that would explain an allergic reaction. Only thing I'd eaten was cereal in milk from already opened packages/cartons. I was not experiencing any kind of overwhelming emotion; I was not anxious or worried. My spouse actually suggested that I take off the device to see if I would feel better. After 30 minutes of not wearing the device, I realized I could think better because I had stood up from my chair and put laundry in the washer. Then my appetite started to return, and I finished my brownie. Approximately another hour later and I realized I felt more normal because I was thinking and could complete the steps necessary to make a protein shake and was able to think about the evening chores that needed completed, like feeding the cats. Three to four hours after I took off the device, I realized I was feeling better than I had, possibly since I started wearing the device. I had the device over 48 hours only taking it off once a day to shower and charge the device. I started wearing the device tuesday (B)(6), took it off for about 1 hour to shower in the evening, slept with it. Wednesday (B)(6) I wore the device about 23 hours and was experiencing some of the above symptoms like nausea/no appetite. I couldn't finish the dinner my spouse cooked because suddenly I had no appetite and the thought of eating more made me nauseous which is completely abnormal for me. An hour after dinner I showered and as I was getting dressed after showering, I noticed I was hungry which was after about 20 minutes of not wearing the device. By (B)(6) I had also figured out clothing that helped made the device on my chest less aggravating. The electrodes bothered me on (B)(6) and the morning of (B)(6) but when feeling the symptoms I'm reporting on (B)(6) the electrodes didn't bother me at all, I wasn't ever itchy. Thursday (B)(6) 2025 I wore the device until about 3:30 pm before I took it off at my spouse's suggestion, because of the symptoms listed above. By 6 - 7 pm I was feeling closer to my normal self and could engage in conversation with my spouse and plan out our evening. So, to summarize, after 1 to 3 hours of wearing the device, I would start to experience symptoms such as brain fog, migraine, nausea and the symptoms slowly worsened the longer I was wearing the device. After 20-30 minutes of not wearing the device some of the symptoms would start to improve but, in the end, it took 3 to 4 hours of not wearing the device to feel more like my normal self.